Event description:
The doctor reportedly observed a corneal burn following a routine phacoemulsification procedure. The doctor used two different handpieces during the day and does not know which one was involved in the event.

Manufacturer narrative:
Information in section f is provided by the MFR. H6 - 82, performed temperature test onlyh3. Evaluation summary: a temperature rise profile was performed on both handpieces and the product was found to be functioning within the normal range. No anomalies were detected in the handpiece which would have contributed to the corneal burn.